Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu results from multiple patients that were generated by the unicel dxl 800 access instrument. The accu tnl results supplied by the customer were collected over 2 weeks time period. The elevated accu tnl result were all above 0.50ng/ml (see b6). The results were not reported out of the lab. The customer re-centrifuged and re-tested the original patient samples for accu tnl. All repeats were lower comparing to the initial accu tnl results (see b6). No additional event information was provided. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.